Event description:
Loose cup per surgeon.

Manufacturer narrative:
An event regarding loosening of a tritanium revision acetabular shell was reported.. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor a root cause determined due to the lack of information provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested, but has not been made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Loose cup per surgeon.